Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, opening, creases fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on anterior side assessed as surgical damage.

Event description:
Patient reported "defects in the left implant were also possible" as well as "the visible deformation and recurring pain." The device has been explanted.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "defects in the left implant were also possible" as well as "the visible deformation and recurring pain." The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.